Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/25/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile saline prostheses, 475cc on the left and 425cc on the right. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent capsulorrhaphy and bilateral removal and replacement with mentor memorygel breast implant 750cc gel prostheses on (B)(6) 2018; catalog # 3505750bc, s/ns (B)(4) (l) and (B)(4) (r). The left explanted implant was found intact. Bilateral capsular contracture baker grade I was discovered during the replacement procedure. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-03989 for the contralateral prosthesis.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be damaged and was received incomplete. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).